Event description:
It was reported that this right ventricular (rv) lead had a history of exhibiting higher than expected shock impedance measurements. Technical services (ts) was contacted for guidance and recommendations. Both a commanded and high energy shocks were administered for testing; values of 86 ohms and 93 ohms, were observed, respectively. Ts recommended continued monitoring and to seek further guidance should values reach a level of 150 ohms (currently at 123 ohms). Additional information provided from the field indicated the rv lead started to exhibit high out of range shock impedance measurements of greater than 125 ohms. High thresholds and noise were also observed on the rv channel, however no oversensing was noted. No changes were made, and the rv lead remains in service. No adverse patient effects were reported.